Event description:
It was reported that during a total joint procedure, the decorative back screw fell out of the device. Nothing fell into the pt. The procedure was completed with another handpiece. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer for an investigation. The complaint of the screw falling off was confirmed. The device is still being reviewed, and this report will be updated if the investigation requires.